Event description:
It was reported that the patient had been admitted to the emergency room with hypoglycemia. The patient's blood glucose levels reached 28 mg/dl while wearing the pod. The patient lost consciousness and someone else had to call the ambulance. The patient was treated with intravenous fluids until the patient regained consciousness. The patient was released the following afternoon.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.